Manufacturer narrative:
No probe sample was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe stopped cutting during a vitrectomy procedure. The status of the aspiration was not known. The product was replaced with another and the procedure was completed. There was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is (B)(4).

Event description:
Additional information was received from the customer indicating the aspiration was not functioning.